Event description:
It was reported that the bi-ventricular (biv) implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early due to high thresholds on the left ventricular (lv) lead. The device was removed and replaced. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009; 6947, implantable tachy lead, (B)(6) 2009. (B)(4).